Event description:
It was reported that the devices ¿just stop running¿ or ¿random shut downs.¿ the issue was reported to by bd associate during their site visit. No further information was provided. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.